Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: b1: updated to adverse event, product problem from adverse event. B3: updated event date to (B)(6) 2025. B5: updated "describe event or problem" based on additional information obtained on 8/26/2025. B6: updated to 7.4% - 7.8%, laboratory data 53 mmol/l from ni. B7: updated to type 1 diabetes from ni. G3: updated to 8/26/2025 from 7/31/2025. H6: updated to add e012206 shaking/tremors and b18 device discarded and removed b17 device not returned. H11: updated to reflect product discarded based on additional information. The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies, clinical studies, product monitoring & dose audits were reviewed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media (google platform). A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of "2.9" and it is unknown whether the customer noted a trend arrow on the device. The customer experience symptoms described as "didn't feel well" and "fought to get back up for 6hrs at work." The customer went to the hospital and a healthcare professional obtained a reading of "53" obtained on an unknown device. It was indicated that the customer received unspecified treatment for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event. On 26-aug-2025, adc received additional information regarding the event via the hcp and customer. The customer received low readings between 3 and 4 mmol/l on the adc device and self-treated with sugar due to their low readings; however, the low values remained on the device. It is unknown whether the customer noted a trend arrow on the device. The customer began to experience symptoms described as not feeling well and shaking and was unable to self-treat due to their symptoms. The customer was transported to the hospital where the hcp obtained a "hi" reading on an hcp meter. The hcp obtained a laboratory reading of 53 mmol/l compared to a sensor scan of 4.3 mmol/l. The results/comparison readings when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was 3 days. The customer was provided with an insulin injection (dose/type unspecified) by the hcp for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received via social media (google platform). A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of "2.9" and it is unknown whether the customer noted a trend arrow on the device. The customer experience symptoms described as "didn't feel well" and "fought to get back up for 6hrs at work." The customer went to the hospital and a healthcare professional obtained a reading of "53" obtained on an unknown device. It was indicated that the customer received unspecified treatment for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies, clinical studies, product monitoring & dose audits were reviewed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.